Event description:
The user facility reported that a visiglide guidewire was used with an angiographic catheter during a cystic duct angiography that resulted in the perforation of the cystic duct. The following information was provided by the user facility: (1) the cystic duct was approached with an angiographic catheter via the duodenal papilla; (2) the angiographic tube was placed in the cystic duct and the visiglide guidewire was advanced into the cystic duct with a loop-shaped distal segment of wire; (3) in the course of advancing the guidewire, the peak of the loop perforated/tore the cystic duct; (4) the perforation was not treated; (5) the procedure was completed successfully; and (6) the patient was discharged from the hospital.

Manufacturer narrative:
Based on user facility information, the patient suffered a perforated organ as a result of this event. The actual device was returned and evaluated. Visual inspection confirmed that the actual sample did not have any anomalies in appearance such as a kink or break. The ptfe coating had been sheared off the wire in five points at approximately 78mm-108mm from the distal end suggesting that the wire's surface had been abraded with a sharp object. Inspection and testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies and product performance specifications were met. A review of the device history record confirmed there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that the reported event was related to a preexisting device defect or malfunction. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that state: "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion portion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).